Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No code available used to capture failure of device to seat properly, causing change to surgical plan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a spine surgery procedure on (B)(6) 2018 where the surgeon was scheduled to use a (pdc) pro-disc c implant. Inter-operative, the pdc implant was unable to be fully implanted due to the surgeon having issues in achieving the acceptable implant spine position. The pdc implant was removed from the disc space. Patient was ultimately revised to a spine fusion construct. Hospital has retained the pdc implant. Surgery was completed successfully with a 20 ¿ minute time delay. Reason for the time delay was due to the surgeon having to break scrub to speak with the patient¿s family due to a risk management requirement. No fragments were generated during the implant removal. No additional medical intervention was required. Patient is reported in stable condition, and surgery was completed successfully. This report is for one (1) prodisc c implant this is report 1 of 1 for (B)(4).